Event description:
The customer reported that while transporting a pt by ambulance, the unit beeped four times and then shutdown as the ambulance pulled up to the hospital. The pt was switched to another unit and therapy was continued. No pt injury was reported.